Event description:
It was reported when using the bd pyxis¿ medbank tower, the cubie did not open. The customer reported that the malfunction took place when the user tried to dispense ertapenem inj 1gm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A technical support specialist walked the customer through restarting the cabinet using the power switch and restarted all in one (aio). The system functioned as intended after the technical support specialist troubleshot the device.